Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized after stepping on a nail. Wound was infected. Customer was in the hospital for 28 days. Doctors had changed his medicine and settings on the device, which caused customer's blood glucose to be high. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.